Event description:
Caller stated that she was implanted with a bone cement left knee implant by zimmer biomet on (B)(6) 2017. Since the implant she has been in different types of problems with excruciating pain and all body inflammation. She believe the implant is toxic because it has caused several auto immune problems ever since it was implanted. She felt no one is listening to her so she cannot get the help she needed. She has been in and out of emergency room because of this issue.